Event description:
It was reported that re-stenosis occurred in a previously placed non-abbott stent. The 2.5 x 12 mm promus stent was placed to treat the re-stenosis; however, thrombosis occurred, which was treated with a non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted that the promus instructions for use (IFU) states: the device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred during the procedure. There was no reported product deficiency. The reported patient effect of thrombosis, as listed in the IFU, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.